Event description:
Philips received a complaint on the v60 ventilator indicating that the screen was found to be dim when checked during regular maintenance. The device was reported to be outside of use at the time of the reported problem. No patient or user harm was reported. The customer stated that the device continued to operate when the issue was observed. This investigation is ongoing.

Manufacturer narrative:
Philips received a complaint on the v60 ventilator indicating that the screen was found to be dim when checked during regular maintenance. The customer stated that the device continued to operate when the issue was observed. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. On 03sep2025, the authorized service provider (asp) evaluated the device at a repair center. The asp determined that the screen was darker than the test ventilator liquid crystal display (lcd), but the lcd on the issue device was clearly visible at brightness 1. The asp provided the customer with a quote for a replacement user interface (ui) assembly. On 07sep2025, the customer requested that the device be returned unrepaired and further service for this event be discontinued. The asp confirmed that the device will be returning without repair per the customer's request. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.